Event description:
While wearing the sound processor, the patient reportedly had no sound percept. The patient was seen for evaluation. Testing performed confirmed that the device was no longer functioning. Surgery has been scheduled to explant the patient's c1 device.